Manufacturer narrative:
Patient/user involvement: the patient expired. Patient a male. No further information provided. The distributors service technician evaluated the device. The device passed testing. Per the service technician review of the diagnostic history log shows the device restart multiple times while in use. There were no parts replaced. The device is currently quarantined. (B)(6).

Event description:
The customer reported the patient was found expired and the device was off. The customer reported no alarm was heard. The patient expired.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. (B)(4).

Event description:
The customer reported to the distributor that a patient was found dead during the night of (B)(6), and initial survey found that the ventilator was shut down. No alarm was heard during the night. The patient expired.